Event description:
It was reported by the customer that a pyxis medstation es system failed drawer during procedure. The customer confirmed that there was delay in accessing medication but no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to connection issue. The field service engineer reseated and secured bus cable to drawer controller. The system functioned as intended.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: b1, d3, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-oct-2022 to 17- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the matrix drawer was inaccessible due to a connection issue. The field service engineer removed the back panel and found the bus cable slightly loose and not locked in properly, reseated and secured the bus cable to the drawer controller and inspected the rest of the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system failed drawer during procedure. The customer confirmed that there was delay in accessing medication but no patient harm. There were no adverse events or injuries reported based on this incident.